Event description:
The nurse reported a system message displayed upon start up. One pt was prepped. Five cases were cancelled. There was no pt harm reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The cassette ID pcb was replaced. The system was tested and it met all product specs. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.